Event description:
Three separate incidents: foley cath broke off at the hub, when inserted in pt. Balloon was hard to aspirate fluid from, when ready to withdraw from pt. Balloon would not inflate prior in inserting into pt.